Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted on september 06, 2017 by cochlear ltd. On behalf of (B)(4).

Event description:
Per the clinic, the patient experienced recurrent infections at abutment site (date not reported). Clinical management is ongoing.